Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation confirmed the customer reported complaint and found that the grip cable was broken at the hypotube. Additionally, failure analysis found the instrument pitch cable was broken at the distal end. The crimp was still installed in the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Although the customer reported complaint does not itself constitute a reportable event, this complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci prostatectomy procedure, the shaft detached from the enclosure on the precise bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.